Event description:
Reporter noted there was no irrigation during phaco; changed footswitch. Converted to icce. No reflux in I/a, and a posterior capsule tear occurred. No anterior vitrectomy performed. First day post-op the stitches are healing well. Pt will require add'l procedure to implant iol.